Manufacturer narrative:
D2a. :common device name: blood specimen collection device; intravascular administration set d2b. Medical device tyoe: fpa, jka. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® push button blood collection set that there was leaking due to a minute crack in the hub. No exposure to blood but 5 or 6 patients needed to be stuck twice.

Manufacturer narrative:
The following fields were updated due to additional information: e.1: initial reporter addr 1: (B)(6) e.1: initial reporter zip: (B)(6) h.6 investigation summary material #: 367344 lot/batch #: 3173409 bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to cracked component as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of cracked component. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using the bd vacutainer® push button blood collection set that there was leaking due to a minute crack in the hub. No exposure to blood but 5 or 6 patients needed to be stuck twice.